Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01107 for a description of the other device. It was reported to boston scientific corporation that two resolution clip devices was used during a esophagogastroduodenoscopy procedure. According to the complainant, they positioned the scope within the patient's duodenum to place a hemostatic clip on what they believed to be a bleeding ulcer. The olympus 180 series scope was in a retroflex position within the patient's duodenum. When they attempted to advance the clip, the clip never came out from the end of the sheath. They used a second of the same hemostatic clipping device. When they attempted to advance the clip, the clip never came out from the end of the sheath. They used a third clip, and were able to successfully deploy it onto the ulcer. The bleeding was not exacerbated by the delay. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01107 for a description of the other device. It was reported to boston scientific corporation that two resolution clip devices was used during a esophagogastroduodenoscopy procedure. According to the complainant, they positioned the scope within the patient's duodenum to place a hemostatic clip on what they believed to be a bleeding ulcer. The (B)(4) 180 series scope was in a retroflex position within the patient's duodenum. When they attempted to advance the clip, the clip never came out from the end of the sheath. They used a second of the same hemostatic clipping device. When they attempted to advance the clip, the clip never came out from the end of the sheath. They used a third clip, and were able to successfully deploy it onto the ulcer. The bleeding was not exacerbated by the delay. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Upon investigation, it was noted that the clip assembly was located inside the over sheath. The over sheath was pulled back to expose the clip assembly. The clip assembly was actuated several times and deployed as per design; two distinctive clicks were heard. A root cause of the reported issue could not be determined. The device functioned as designed and had no visual deformities. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)